Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The wife of customer reported that the freestyle libre 2 sensor detached prematurely due to excessive sweating. The customer subsequently lost consciousness, but the wife was unsure if this was due to blood glucose issue or pre-existing condition of parrot disease (psittacosis). The wife was unable to provide further details of event. There was no report of death or permanent injury associated with this event.